Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On september 27, 2021, the recipient underwent skin graft surgery. The post auricular wound, tissue below and surrounding the implant were debrided. The implant was repositioned. A right temporoparietal fasciocutaneous flap was performed. The skin flap has healed. The recipient has resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced erosion at the implant site, just behind the pinna, after weight loss. The recipient reportedly went through a skin graft. Advanced bionics is in the process of gathering further information; once more information is obtained a supplemental report will be submitted.